Event description:
Reporter called regarding her transvaginal sling system. She received a recall letter in the mail some time ago and she is now having issues with the device. In (B)(6) 2024 she started to experience extreme abdominal and vaginal pain. She received a pelvic exam under anesthesia and found out that the sling wrapped itself around her organs and cut through her bladder. She is due to have surgery on (B)(6) 2025.